Event description:
Spontaneous call: patient reported that the spring in her freedom pump has broken and that she needs a replacement pump. Patient was able to complete her hizentra infusion successfully on monday and does not need replacement pump until her next infusion on monday (B)(6) 2022. Patient has current broken pump on hand to return to the pharmacy. No further information provided. Indication: selective deficiency of immunoglobulin g [igg] subclasses. Did the reported product fault occur while in use with the patient? Unknown when the pump broke. Pt was able to complete hizentra infusion. Did the product issue cause or contribute to patient or clinical injury? Unknown if yes, was any medical intervention provided; is the actual device available for investigation? Yes; did we replace the device? Pump replacement was sent out. Did the patient have a backup device they were able to switch to? Pump was sent in time for next infusion. Reported to cvs/caremark by pt/caregiver.